Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 500 mg/dl. It was stated that the customer was getting no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump alarmed no delivery during the prime test. The insulin pump passed the prime test when the infusion set was removed. Advised that the infusion set was the reason for the no delivery alarms. Nothing further was reported.